Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical mastectomy, while disconnecting of pulmonary veins, the device had a poor staple formation that led to poor staple formation which causes oozing of blood. A new device was used to complete the case. No patient injury.